Event description:
A report was received that the patient¿s ipg was sticking out of the skin. It was also reported that the patient was experiencing itchiness, thinning of the skin and purple discoloration of the site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient¿s ipg was sticking out of the skin. The physician noted that the ipg was eroding but had not broken out of the skin. It was also reported that the patient was experiencing itchiness, thinning of the skin and purple discoloration of the site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg. No device malfunction was suspected. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.